Event description:
At an unk date, the patient was implanted with a cancello pure wedge. In 2007, patient underwent a revision surgery due to a foreign body like reaction.

Manufacturer narrative:
Investigation: the graft was submitted for evaluation in 2008. Additional testing was not able to be performed due to the condition of the graft. Upon evaluation, soft tissue was noted to be present in two areas of the graft. On part of the graft was soft and peeled apart easily. Blood components were not evident on the graft. The graft has been destroyed. According to the manufacturing records the graft was manufactured to specification. The graft underwent two validated sterilization methods; biocleanse: to eliminate the potential of disease transmission and post packaging gamma irradiation at a validated dose (25.0 - 31.0 kgy) to achieve a sterility assurance level (sal) of 10-6 prior to release. Re-review of biocompatibility validations and comparison of current processing techniques, samples of representative manufacturing episodes, foot/ankle literature review and additional in vivo and vitro testing of various bovine products was conducted. Results of investigation: many factors may lead to foreign body response. Examples include bacterial or viral infections, non-unions, inflammation or relative movement of the implant within surrounding tissue. Conclusion: graft passed all rti release criteria prior to distribution. To date, the results of our investigation have not identified an agent or event intrinsic to the graft material or processing methodology that would contribute to the type of experience reported in this complaint. A written request for additional information has been submitted to the physician. To date, no information has been provided.